Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The freestyle instructions for use (IFU) states, ¿appropriate inventory control should be maintained so that bioprostheses with earlier use by dates are preferentially implanted and expiration is avoided.¿ the use by date (ubd) reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of the testing by medtronic; it is not necessarily an end point for sterility or integrity of the product. However, medtronic does not recommend or endorse the practice of implanting a heart valve beyond its posted shelf life. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this bioprosthetic valve, the physician noted that he was aware the device w as 2 days past its use by date (ubd) but chose to move forward (due to shortage in production) and use the device for implant. There has been no reported adverse patient effect or complications noted. Device remains implanted.